Event description:
Medtronic received a report that the subject presented to the emergency department with rectal bleeding and shortness of breath for past month post index procedure and start of dual antiplatelet therapy (dapt). An endoscopy showed duodenal avms. Active bleeding treated with apc, hemostatic clips. The patient was hospitalized from (B)(6) 2024 to (B)(6). The event was treated with a surgical procedure. The outcome status was recovered/resolved on (B)(6) 2024 . The event was not related to the disease under study, did not result in new or worsening neurological deficits and didn't result from a device deficiency. The site assessed the event as probably related to antiplatelet medication and not related to the device or procedure.  The patient was undergoing surgery for treatment of a saccular, sidewall aneurysm of the right internal carotid artery c6 with a max diameter of 5.2mm and a 4.6mm neck diameter. The dome height was 2.5mm and width was 5.2mm. The parent artery distal to the aneurysm was 3.2mm and 3.6mm proximally. Raymond and roy was class 3 at the end of the procedure. There was no stasis and complete neck coverage. The study device was successfully implanted in the subject and wall apposition was achieved. The ophthalmic side branch was covered by the pipeline. There was no device flattening or twisting.  Ancillary devices include a phenom 27 catheter and guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient experienced slow gradual development of fatigue and bloody stool. The cause of the bleeding was noted to be from gi team in ER did an endoscopy.